Manufacturer narrative:
Initial reporter phone no. (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the transfer set and the patient line of the homechoice cassette that led to this alarm. The hp stated that upon waking up the patient line was disconnected from transfer set. The transfer set was changed and the hp was given antibiotic prophylaxis. The hp had cycled power twice to clear the alarm and started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.